Event description:
It was reported to manufacturer by the vns pt that they believe the generator has migrated after putting pressure on the elbow. Additionally, the pt reported that the implanting surgeon and the treating physician were contacted to report the event. Attempts to obtain additional information from the implanting surgeon and the treating physician have been made, but have been unsuccessful to date.